Event description:
Cancellation report is being submitted due to the completion of the investigation on 04 sep 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation: the device evaluation of the echo-19 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. An image shared by the customer confirmed that the needle was protruding from the endoscope with the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1952866 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. However, a probable root cause for the reported complaint¿"dr advised she put needle down and felt resistance as though it was stuck, they couldn¿t get the needle back out and so they removed the scope; to note that the sheath had punctured the scope"¿could be attributed to excessive force applied by the user while advancing the needle through the working channel of the endoscope. This excessive force may have caused the sheath to deform, kink, or break, creating resistance, and the further application of force may have ultimately resulted in the sheath puncturing the working channel of the scope. It is difficult to determine the possible root cause with certainty since the device was not returned for evaluation. Another possible root cause could be attributed to the scope being used in a flexed or twisted position resulting in the needle of the echo-19 device damaging the scope corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a probable root cause for the reported complaint¿"dr advised she put needle down and felt resistance as though it was stuck, they couldn¿t get the needle back out and so they removed the scope; to note that the sheath had punctured the scope"¿could be attributed to excessive force applied by the user while advancing the needle through the working channel of the endoscope. This excessive force may have caused the sheath to deform, kink, or break, creating resistance, and the further application of force may have ultimately resulted in the sheath puncturing the working channel of the scope. It is difficult to determine the possible root cause with certainty since the device was not returned for evaluation. Another possible root cause could be attributed to the scope being used in a flexed or twisted position resulting in the needle of the echo-19 device damaging the scope complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor advised she was not in a torturous position, opened echo-19, adjusted her sheath to 0.5 and when she went down the scope she felt some resistance. As though the needle was stuck. They then tried to remove the needle and couldn't so they removed the scope and seen that the needle was protruding through the scope. See picture below. They are sending me the lot number of the needle. "As per cc form": dr advised she put needle down and felt resistance as though it was stuck, they couldn't get the needle back out and so they removed the scope, to note that the sheath had punctured the scope. 1. Can you please confirm if the device will be returned to cirl for evaluation as currently it is mentioned as unsure in twd. No it won't be. 2. Was gaining access to the target site difficult? No it was a straight position. 3. Was puncture of the targeted site difficult? The needle went through the scope before they could target the site. 4. What is the scope manufacturer and model number that was used? Unsure. 5. Was the scope recently service/repaired? Unsure. 6. Was the device used in a tortuous position? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. 10. Was force required on insertion of device into scope? They struggled to get the needle out then when they removed the scope, they realised that the scope had been punctured. 11. Was resistance felt while inserting the device through the scope? Only when it reaches where it punctured the scope. 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Advancement of the needle. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed)? Na. 14. If not with the device in question, how was the procedure performed and/or finished? Unknown. 15. Did the patient require any additional procedures as a result of this event? No. 16. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Na. 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a, handle end, patient end na. 18. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na. 19. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 20. Was the stylet partially removed when advancing the needle into the target site? Unknown. 21. Was the syringe used during the procedure, after the stylet was removed? No. 22. How many samples were obtained (passes completed) with this needle? None. 23. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.